Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose value. The customer¿s blood glucose is over 600 mg/dl at the time of incident. The customer¿s current blood glucose value was 190 mg/dl. The customer¿s other blood glucose value 376 mg/dl, 345 mg/dl, 230 mg/dl. The customer also reported slightly large size air bubbles in reservoir and they able to remove air bubbles after troubleshooting. The customer experience vomiting such as a result of high blood glucose. The customer treated with the insulin shot. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump passed high pressure test. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.